Event description:
It was reported the patient had an ¿accident.¿ it was unknown if the device was on at the time. The patient had a bladder infection, which was not thought to be related to ¿stim.¿ it was indicated the patient was on antibiotics. No infection by the implant was noted. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va05yv1, implanted: (B)(6) 2013, product type lead. (B)(4).